Event description:
A patient with a history of cardiomyopathy came to the emergency department complaining of weakness, diarrhea and feeling sick to the stomach. The patient also complained of having chest pain since the previous night with difficulty breathing. The diagnosis was congestive heart failure. An initial soft pacer wire placement was unsuccessful. The cardiologist then successfully placed external stiff pacer wires under fluoroscopy. Shortly after the patient returned to the ed from the radiology department, the pacer began intermittently pacing but not capturing fully (the patient had some of his own heart rhythm). The patient became pulseless and a code was called (patient sitting up in bed, pacer spikes with no capture). The cardiologist pushed the supplied yellow male adaptor and black female end of the pacer wires deeper into their connections to the pacemaker generator (a fraction of a millimeter) and capturing resumed but did not produce a palpable pulse. The pacer connections and external pacer were firmly taped to the patient's chest/abdomen. The patient deteriorated and died.